Event description:
Customer reports device fluid removal was approximately 20 ml/hr high during dayshift, and approximately 40 ml/hr high during night shfit. Customer believes this may have contributed to the patient becoming hypotensive and requiring fluid administration.